Event description:
Philips received a complaint on the v60 ventilator, indicating that the device touch sense was off. The device was reported to be outside of use at the time of the reported problem. The remote service engineer (rse) was informed by the customer that they had to touch above the area they are trying to choose. The rse advised the customer to complete a touchscreen calibration and then instructed the customer on the v60 touchscreen calibration procedure. The customer reported that the touchscreen began responding correctly. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.